Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient implanted with a neurostimulator (ins) for essential tremor and movement disorders. It was reported that the patient¿s recently implanted ins was turning off by itself. It was also reported that the ins was also setting off security gates at stores. The patient had previously frequented these stores without setting off alarms. It was noted that at one store it was only while exiting, but at another the alarm triggered at both entrance and exit. It was reported that the ins had not been programmed yet and had amplitude of 0 volts. It was stated that the patient would keep purse in the car the next time visiting the stores to see if that resolved the issue. No further complications were reported.